Manufacturer narrative:
Product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. H the evaluation code method has been updated for product ID 8780, lot/serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp confirmed the catheter was initially found to be out of the intrathecal space and a revision was performed on (B)(6) 2019 to correct this issue. The hcp confirmed the catheter had dislodged. The anchor was intact and the sutures were in place. There were no factors that may have caused or contributed to the catheter no longer being intrathecal. Regarding the report that additional dye studies were done post revision (B)(6) 2019 and the catheter was found to be patent, however the patient continued to not feel well, the hcp reported there was no device issue. No further actions had been taken. It was indicated the explanted product from the august revision would not be returned for analysis. The product was discarded as waste.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. On (B)(6) 2019, they had performed another dye study because they had suspicion of a ¿setons/catheter leak¿; however, the dye study looked good and the catheter was still intact.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 20mg/ml morphine at 16.177mg/ day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had their pump implanted, but wasn't getting any pain relief. A dye study was done and it was noted that the catheter was no longer intrathecal. The issue was not resolved at the time of the report, and the plan was to revise the catheter. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. On (B)(6) 2019 the rep reported a catheter revision had occurred. According to the rep's notes, the doctor revised the catheter with a revision kit. This took place on (B)(6) 2019, per the rep's notes. The cause of the catheter no longer being intrathecal was not determined. It was unknown if the patient's symptoms had resolved. The rep did not think the catheter was returned, based on their notes. It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient hadn't been feeling well since their catheterization. A dye study was performed and the catheter was patent. No further complications were reported.